Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper and lower abdomen on (B)(6) 2019 using a cooladvantage+ applicator, to the upper abdomen, bra roll, back and flanks on (B)(6) 2019 using a cooladvantage applicator, to the upper, mid and lower abdomen, bra roll and flanks on (B)(6) 2019 using the cooladvantage+ applicator and to the bra roll, back and flanks on (B)(6) 2019 using the cooladvantage curve applicator. The patient developed paradoxical hyperplasia (pah/ph) on (B)(6) 2019, diagnosed in the upper, mid and lower abdomen and flanks on (B)(6)2019. The tissue was described as painless, firm and visibly enlarged.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph / pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper and lower abdomen on (B)(6) 2019 using a cooladvantage+ applicator, to the upper abdomen, bra roll, back and flanks on (B)(6) 2019 using a cooladvantage applicator, to the upper, mid and lower abdomen, bra roll and flanks on (B)(6) 2019 using the cooladvantage+ applicator and to the bra roll, back and flanks on (B)(6) 2019 using the cooladvantage curve applicator. The patient developed paradoxical hyperplasia (pah / ph) on (B)(6) 2019, diagnosed in the upper, mid and lower abdomen and flanks on (B)(6) 2019. The tissue was described as painless, firm and visibly enlarged.